Event description:
Staff was using a hoyer lifter to transfer a resident from the whirlpool chair into a geri-chair. When the aide was turning the hoyer lifter to position the resident over the geri-chair, the center post moved causing the weight of the resident to shift and the device toppled over on its side with the resident still in the sling. At the time the resident was about 4 feet in the air. Examination of the device after the incident revealed the guide key to be missing. This piece of metal keeps the center post from moving while operating the lifter.